Event description:
The injector flow rate was set for 2.5cc/sec. And the injection site was the right antecubital fossa. The technologist aborted the exam upon noticing a "bulge" under the eda patch. A full body film showed an extravasation, estimated to be 40 cc's, at the injection site. The pt was viewed by a call nurse and technologist completed the exam at a different injection site (the left hand). The hospital would not release a film of the pt and would not relinquish any additional info as it is their policy. The pt was released and told to contact the hospital if there were any problems and to use warm compresses on the extravasation site.